Event description:
It was reported that during a laparoscopic gastric bypass procedure, the pt died as a result of this surgery. No direct product complaint was known of or reported at the time. No further info is known.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.